Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritoneal dialysis inflammation. The specific location was not reported. The breach in aseptic technique was further described as careless hygiene practices. The patient was treated with unspecified anti-inflammatory drugs (intraperitoneal) for the event. Pd therapy was ongoing. Patient hospitalization, patient outcome and patient retraining on the proper aseptic technique were not reported. The reporter declined to provide additional information.

Manufacturer narrative:
B3: the event occurred on an unreported date in (B)(6) 2023. This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.